Event description:
After 3 years of cochlear implant use, this patient reportedly experienced intermittent haring with her device. Integrity test results in 08/2005 showed high impedences on multiple electrodes. Imaging confirmed that all of the electrodes were inside the cochlear. Due to this patient's decreased hearing performed and multiple electrode faults, the device will be explanted.